Event description:
It was reported that a caregiver injured their knee when the brakes failed to engage properly causing the caregivers foot to slip off the pedal. The caregiver allegedly sought medical treatment for the injury.

Manufacturer narrative:
Information surrounding a visual and functional inspection was not available as the alleged issue has ongoing legal matters.

Event description:
It was reported that a caregiver injured their knee when the brakes failed to engage properly causing the caregivers foot to slip off the pedal. The caregiver allegedly sought medical treatment for the injury.